Manufacturer narrative:
(B)(6). Manufacture date: march 2, 2017 - march 4, 2017. A photograph was received for evaluation. A pool of liquid was identified inside the sealed overpouch that contained the infusor. The reported issue was verified. The cause of the leak inside the overpouch was due to a detached white luer. The luer was completely detached from the tubing, which caused the leak. The cause of the detached white luer could not be determined from the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked inside the overpouch. The pump was filled with ceftazidime (juno) 6000 mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.